Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found evidence of reported problem. Visual inspection, multiple flow and occlusion testing were performed. Investigation could not duplicate customer stated problem during investigation. Investigator replaced the pump motor assembly as a preventative measure, parts were over 8 years old. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited motor rate error. No adverse effects were reported.